Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-04139. It was reported to boston scientific corp that two flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the first stent could not be placed since the suture would not release. A second flexima biliary stent was used with the same result. The procedure was completed with a different size flexima biliary stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on add'l info received which indicated that the catheter stretched.